Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA (B)(4).

Manufacturer narrative:
Age/ date of birth: unknown/ not provided. Date of event: onset of reported calcification is unknown, not provided. Catalog number: a complete catalog number is unknown, as the serial number was not provided. Expiration date: unknown, as the serial number was not provided. Serial number: unknown, as information was not provided. UDI number: unknown, as the serial number was not provided. If implanted; give date: provided as implanted in 2007. (B)(4). Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing record could not be reviewed since the serial number was not provided. Conclusion: as a result of the investigation a product quality deficiency could not be determined. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was calcified, therefore, the lens was explanted from the patient's operative eye. There is no lens to return as the surgeon had to cut it up too much to remove the lens from the eye. There was no indication of patient injury or surgical intervention was required. No additional information was provided.